Event description:
During a lead revision surgery, the surgeon had difficulty repositioning the lead. The surgeon decided to explant the system.

Manufacturer narrative:
The explanted products were kept by the medical facility and will not be returned for evaluation. This is the final report.